Manufacturer narrative:
Email: (B)(6). One device was received. Per visual inspection, the pump was not working, drain/quick connector fitting was corroded, front cover chipped, and line cord was faded. Per functional testing, the pump was causing the over temperature alarm to go off. The root cause was a faulty water pump. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced the pump, drain/quick connector fitting, front cover, line cord. Replaced o-rings and reservoir gasket for preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not heat and was alarming over temperature. No adverse patient effects were reported by the customer.